Event description:
It was reported that a data error alert 4 occurred. Customer's blood glucose level at the time was 200 mg/dl, which is within the normal range. Technical support informed the caller that some history logs might have been erased, but therapy would not be affected. The customer acknowledged the situation and decided to continue using the pump for insulin therapy.